Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the doctors at ¿UK¿ programmed their device and turned it back on, even though 1 of 4 leads was not attached. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient would be explanted by dr. (B)(6) with (B)(6) on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va113tk, implanted: (B)(6) 2015, product type: lead. Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep). They reported that patient said they fell about a year ago and it was confirmed by x-ray that an electrode has broken off of the lead. Patient reported feeling a sting from stimulation afterwards. Furthermore, surgical intervention was planned. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va113tk, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they just recently had their stimulator removed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Explant date is approximate. Product ID: 3889-28, lot# va113tk, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated their approximate explant date was (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that their implant is not working; their lead is disconnected and not functioning properly. It was stated that this was confirmed with x-rays by their healthcare providers. It was also reported that their ins battery was running down a lot quicker. It was noted that they fell off of their porch and they thought it might have caused an issue with their implant. It was recommended that they follow up with their healthcare provider, but the patient noted that they needed a new healthcare provider due to their new insurance, so they were sent a listing of local healthcare providers. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that their implant is not working; their lead is disconnected and not functioning properly. It was stated that this was confirmed with x-rays by their healthcare providers over a year ago. It was also reported that their ins battery was running down a lot quicker. It was noted that they fell off of their porch over a year ago and they thought it might have caused an issue with their implant. It was recommended that they follow up with their healthcare provider, but the patient noted that they needed a new healthcare provider due to their new insurance, so they were sent a listing of local healthcare providers. There were no patient complications reported as a result of this event.

Event description:
Additional information was received from the patient who repeated previously reported events. The patient stated her lead is not connected to her ins, that this happened over two years ago and that she saw 3 doctors plus a gastroenterologist. Patient stated the implanting physician will not see her anymore and her gastroenterologist will not see her anymore either. Patient stated she thinks she needs to talk to a doctor about getting her device replaced or taken out and was sent listings for bladder and bowel control physicians. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient said the reason she was calling was that the device was removed in aug 15 and the other day spoke to someone and told them it had been malfunctioning and causing issues. Patient said in the beginning it helped her tremendously and after that probably a year or so the battery started depleting really quickly and on one of the electrodes and the wire, they did not know the lead had come off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who mentioned their device is not functioning. "One of the leads was removed and haven't taken out yet". Due to the nature of the call, they were transferred to the call center. The consumer further noted that they had an appointment to remove it as part of their disability case (not related to device/therapy), but they needed more paperwork filled out so it was rescheduled. They further noted it will be removed because the electrode and lead are off and it has been malfunctioning for probably over two years. The patient also fell from their porch "but [the] felt like someone pushed [them] off [their] porch". As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.